Event description:
Per the clinic, the patient underwent an MRI without head wrapping and magnet displaced along with pain, skin breakdown and an infection over the magnet site. Subsequently, the patient was prescribed with prolonged course of antibiotics (specific type, date and duration not reported). However, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.